Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 486 mg/dl. The customer stated that he received no delivery alarms on the reservoir. The customer was unable to troubleshoot during the time of call. The customer was not able to determine the cause of the issue. The customer will be sent a replacement reservoir.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 5 series insulin pump, performed a manual prime fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.